Event description:
The customer reported that strong smell of insulin noted, and when she checked the reservoir compartment, it was a little wet. The caller stated that she did not notice a leak from the reservoir, and she was not sure what it was. The blood glucose reading was 215mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.